Event description:
A customer reported an alarm 2 followed by alarm 26, indicating an occlusion event that occurred earlier in the day. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.